Manufacturer narrative:
(B)(4). Updated field: b4, b5, g3, g6, h2, h6, h11.

Event description:
The hospital reported that they were unable to get power from the t.w. Power supply. The issue was discovered during set-up, with no impact on the patient. The procedure was completed by using another device. As for troubleshooting, they referred to a pin-out diagram on page 6, and also section 8 (maintenance) within the attached OEM manual. No procedural delay. They had found the issue when prepping a room.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated field: b4, d9, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. Reported serial # (B)(6) a lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (B)(6). Event site postal code exceeds character limitations: (B)(6).

Event description:
The hospital reported that they were unable to get power from the t.w. Power supply. The issue was discovered during set-up, with no impact on the patient. The procedure was completed by using another device.